Event description:
After placement within the patient, there was an increase in temperature coming from the catheter. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for ablation catheter, 8 fr tacticath sensor enabledcontact force ablation catheter (per site reporter).